Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing due to low amplitude signals that resulted in delivery of two inappropriate shocks in two separate episodes. Additionally, high shock impedance measurements in the 150 to 196 ohms range was observed. The electrode position was initially suspected to be a factor. Boston scientific technical services (ts) discussed the potential of electrode position or device movement in the pocket and discussed troubleshooting options. An invasive procedure was performed. The electrode and s-ICD were explanted due to a reported product performance issue and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing due to low amplitude signals that resulted in delivery of two inappropriate shocks in two separate episodes. Additionally, high shock impedance measurements in the 150 to 196 ohms range was observed. The electrode position was initially suspected to be a factor. Boston scientific technical services (ts) discussed the potential of electrode position or device movement in the pocket and discussed troubleshooting options. An invasive procedure was performed. The electrode and s-ICD were explanted due to a reported product performance issue and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the reportable event of surgery.